Manufacturer narrative:
Concomitant medical products: product ID: 3391-28, lot# unknown, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3391-28, serial/lot #: unknown, UDI#: asku. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. The lead was explanted and replaced due to impedance problems. The cause/contributing factors to the issue were not known. Diagnostics / troubleshooting included intra-operative impedance measurements, which identified the lead as the problem. Replacing the lead resolved the issue. No patient symptoms/complications were reported as a result of the event.